Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k was damaged and had defective marking. This was discovered before use. The following information was provided by the initial reporter: damaged tube x1, defective marking x300.